Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a 6 cm in diameter thoracic aortic aneurysm. It was reported that the patient presented emergently with chest and back pain prior to stent graft procedure. The access vessels (femoral/external illiac arteries-bilaterally) were reported as small in diameter (~4.5-5.0mm). The physician used serial dilatations with dilators and if successful would proceed with the endovascular graft. The dilations went well with up to a 22fr dilator; the valiant stent graft system was inserted via percutaneous access through the left femoral artery. The delivery system nose cone traversed into the distal abdominal aorta but could not make it to the desired landing zone. The anesthesiologist reported that the patient's blood pressure was dropping (60/30mmhg). The delivery system was withdrawn and a 22fr sheath was inserted, a retrograde angiogram was performed via the sheath and a right external/common vessel peroration was identified. A reliant balloon was inserted through the sheath and abdominal occlusion was obtained. Another manufacturer's stent graft 9 x 15cm was implanted via the right sheath to cover the rupture after the balloon was deflated and removed. The vital signs stabilized and another attempt was made with the endurant stent graft delivery system. During the advancement of the delivery system through another manufacturer's stent graft the distal end of the other manufacturer's stent graft stent was pushed upwards resulting in kinking of the valiant delivery system. The delivery system was immediately removed, sheath replaced but vital signs began to drop again, at which CPR was initiated. A 10 x 40mm pta balloon was inserted to balloon while a 12mm pta balloon was inserted via the left femoral artery to occlude the distal end of the aorta (~11mm diameter). The physician began a cutdown to repair the rupture (aorta-fem bypass). The vitals stabilized for a while but began to drop again and CPR was resumed. Multiple attempts were made to stabilize the situation while CPR continued but the code and expired. The physician states that the cause of the event was related to the patient's anatomy of peripheral vascular occlusive disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.